Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was in the hospital with a driveline infection and left sided chest pain. The cause of the chest pain was left pleural effusion and a computed tomography (CT) showed stable effusion. The patient was put on antibiotics and repeat imaging in six weeks. The date of admission and discharge was (B)(6) 2025. Clinical cultures observed was methicillin-sensitive staphylococcus aureus (mssa). The infection was treated with intravenous (IV) unasyn (ampicillin), augmentin (amoxicillin/clavulanic acid) and suppressive cefadroxil.

Manufacturer narrative:
Corrected data: section b3: event date corrected. Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including infection (local, driveline or pump pocket infection), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.